Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 7.1mmol/l. The device was not exposed to any kind of magnetic field. Customer does not use the sensor feature. The device was not dropped or bumped. No further information reported.